Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station had no power, and the device was showing as offline in remote support service. The customer attempted to reboot the device twice, but it still did not power on. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered and could be accessed but stuck in critical override and not communicated. A field service engineer found ethernet cable disconnected partially from wall jack due to equipment move overnight. Reconnected ethernet cable successfully and station began to communicate and came out of critical override. The system functioned as intended after the field service engineer repaired the device.